Manufacturer narrative:
Device is a combination product. A promus premier stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of left circumflex artery. A 24 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of left circumflex artery. A 24 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.